Manufacturer narrative:
The internal investigation into strattice lot s11023 included a review of the reported information, review of the device history records and review of the complaint history records. The device was not returned to lifecell for evaluation. Investigation results revealed no remarkable findings with no similar complaints reported against the lot and no related deviations or nonconformances revealed during processing. The lot was terminally sterilized within the process parameters and met all qc release criteria. To date, all of the 189 devices released to finished goods for lot s11023 have been distributed. No further actions are required as a nonconformance could not be confirmed.

Event description:
It was reported that the patient had hernia repair surgery on (B)(6) 2013, (B)(6) 2015, (B)(6) 2016, (B)(6) 2017, (B)(6) 2017 and (B)(6) 2018. The patient was a female between the ages of 38 and 43 at the times of surgery. The patient was implanted with strattice lot s11023-083 during the (B)(6) 2013 procedure. The patient returned to the hospital on (B)(6) 2018 and (B)(6) 2019. On (B)(6) 2018, the patient had lysis of adhesions and removal of the mesh and a hernia repair at (B)(6) medical center. On (B)(6) 2019 the patient had another surgery requiring additional removal of the strattice mesh at (B)(6) medical center. This record is for the device lot s11023-083 implanted on (B)(6) 2013. (Record 1 of 6).